Event description:
Device returned for non-specified repair. No patient impact reported. Repair request escalated to complaint on evaluation due to the attachment being damaged by tool contact. On follow-up, it was noted that this was identified during set-up and it was confirmed that there was no patient impact.

Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. It was also noted that signs of internal corrosion were evident. On follow-up it was confirmed that there was no patient impact. Event date estimated. Our recommendation for factory service is based on the facility's usage; however it should not exceed 24 months. This device has been in use for 92 months without any record of factory service.